Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette reservoir, frequent high-pressure messages occurred. It was reported that an alarm went of shortly, several times, with indication of high-pressure on the screen. Noted bubble formation at the height of the green clamp was also observed. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: 11 units of cadd cassette reservoirs were returned to investigate the reported event of high pressure alarm. The units were visually inspected at a distance of 12" to 16" under normal conditions of illumination. No obstructions nor occlusion were detected in any of the cassette received. A functional test was also performed to look for unusual functions, but the reported issue could not be replicated. Root cause could not be determined since the complaint was not confirmed due to the fact the samples were tested and the alarm was not activated. No further actions were taken.